Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was placed in the lower end of the proximal left ureter on (B)(6) 2012, for an impacted non-progressing ureteral stone. The stent was reported to be nicely curled on both ends, the suture was in proper position, and the patient tolerated the procedure well. (B)(6) 2012, the patient was admitted to the hospital for intractable nausea and colic symptoms with severe pain, and brought back to surgery (cystoscopy). The stent was brought out to the meatus and noted to be very calcified. The stent was successfully removed by passing a guidewire through the stent and into the kidney. A ureteroscopy showed that the area of the impacted stone was still not healed. Another stent was placed without issue, and the patient tolerated the procedure well, with no apparent injury. The patient was treated for the nausea with zofran.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was placed in the lower end of the proximal left ureter on (B)(6) 2012, for an impacted non-progressing ureteral stone. The stent was reported to be nicely curled on both ends, the suture was in proper position, and the patient tolerated the procedure well. (B)(6), 2012, the patient was admitted to the hospital for intractable nausea and colic symptoms with severe pain, and brought back to surgery (cystoscopy). The stent was brought out to the meatus and noted to be very calcified. The stent was successfully removed by passing a guidewire through the stent and into the kidney. A ureteroscopy showed that the area of the impacted stone was still not healed. Another stent was placed without issue, and the patient tolerated the procedure well, with no apparent injury. The patient was treated for the nausea with zofran.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the device was calcified. During investigation, a guidewire was passed successfully through the stent without resistance, determining that the stent was not occluded. The circumstances under which the stent was found calcified, patient nausea and pain could be related to a known physiological effects of the procedure, which are noted within the directions for use. Therefore, the most probable root cause for this event is operational context.